Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pt had a loss of therapeutic effect after a fall a few months ago. The pt visited her physician and the stimulation was adjusted to a different program that offered 80% symptom relief. The pt met with the company representative and it was noted that there was an "impediment in 2 wires". The battery was due to be replaced and it was recommended that the pt replace the wire and battery at the same time. It was noted that she was still having problems with her device system. Additional info from the healthcare professional was requested.